Event description:
Per pt, I-neb device will not deliver full treatment as of (B)(6) 2019 and will continue to prompt pt to inhale for over 30 mins without ending. Typical treatments should last 5 mins. No adverse event was reported due to device issue. Device was replaced. No other info known. Is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6) by pt/caregiver.